Event description:
Information received indicated the right foot caster would move when the brakes were set.

Manufacturer narrative:
The hill-rom technician replaced the right side foot caster to resolve the issue.